Event description:
(B)(4).

Manufacturer narrative:
It was reported that there was false flow values displayed. The failure occurred during priming. No harm to any person has been reported. Information received on 2026-04-03, the failure occurred during priming, prior to treatment initiation. No visible damage was reported on the flow/bubble sensor. Additional information via service report received on 2026-04-08. It was found that the venous probe was reading the venous temperature as out of temperature range. The venous probe failure is not reportable as the venous probe does not influence blood flow of the device. Additionally, the blood gas values must be confirmed via a blood gas analysis by a laboratory. Any flow issue /reading issue and bubble alarm is a high-priority alarm, leads to pump stop, if intervention is set by the user. Therefore, a report is required. A getinge technician was sent for investigation 2026-03-27 and 2026-04-08. No damage was observed on the venous probe, venous probe cable, and the flow/bubble sensor. The technician confirmed that the venous probe was the new version, with 4 lenses, and the venous probe cable was the 0.32 m version. The venous probe, venous probe cable, and flow/bubble sensor were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the failures "false flow values": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - defective flow sensor. - response time is too long. Regarding the failure "venous temperature out of range": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong temperature information: - defective / disturbed (emi) sensor measurement. - environmental influences (atmospheric pressure, temperature, humidity, overvoltage). - response time is too long. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally, in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (refer to IFU, chapter "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. Regarding the failures "false flow values" and "venous temperature out of range": the review of the non-conformities has been performed on 2026-03-11 for the period of 2021-11-02 to 2026-03-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-11-02. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "false flow values" and "venous temperature out of range" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was false flow values displayed. No harm to any person has been reported. Any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop, if intervention is set by the user. Therefore, a report is required. Complaint ID (B)(4) .

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The failure occurred during priming, prior to treatment initiation. No visible damage was reported on the flow/bubble sensor. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).